Event description:
Rn reported a home pt (hp) with a cracked minicap. Per the rn, the crack was located on the smooth side of the minicap, starting at the open end of the minicap. Rn unable to verify if there was any betadine leak noted. No pt injury or med intervention associated with this incident per rn.